Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.

Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument did not open after reloading. The surgeon applied another device without pt injury.